Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that this ambulatory infusion pump would no longer power on. It was presumed that the cause was a faulty power supply that was giving off 25 volts as opposed to 7 volts. No adverse patient effects were reported.

Manufacturer narrative:
One pump was returned for analysis in good condition. The event history log was unable to be downloaded. The power up process was tested and confirmed that the device would not power up. The device was opened and there were no signs of contamination. It was found that the circuit board was not functioning as intended. The circuit board was replaced. Following repair, the pump passed functional testing. Based on the evidence, the complaint was confirmed. The root cause was unable to be determined.